Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during the implant procedure the left ventricular (lv) lead dislodged twice during implant. The lv lead was removed and replaced with a competitor lead. No patient complications have been reported as a result of this event.